Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres for two seconds upon second inflations. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.